Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed via clinical review of provided medical records. Method & results: -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted head, stem and liner. The trunnion of the stem has penciled. The head is unidentifiable and the photograph does not show the head in its entirety. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient underwent a total hip arthroplasty that sustained a head neck disassociation since I was able to view the xray. I can also confirm that clinical findings were consistent with metallosis since I was able to see an intraoperative x-ray showing soft tissue metallosis. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of head neck disassociation, trunnionosis and metallosis are multifactorial including initial surgical technique, especially in the way that the femoral head and trunnion are prepared prior to insertion, patient factors including activity level, lifestyle and bmi, and implant factors. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'broken trunnion on tmzf stem. Revised femoral stem and replaced acetabular liner.' A review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient underwent a total hip arthroplasty that sustained a head neck disassociation since I was able to view the xray. I can also confirm that clinical findings were consistent with metallosis since I was able to see an intraoperative x-ray showing soft tissue metallosis. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of head neck disassociation, trunnionosis and metallosis are multifactorial including initial surgical technique, especially in the way that the femoral head and trunnion are prepared prior to insertion, patient factors including activity level, lifestyle and bmi, and implant factors. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken trunnion on tmzf stem. Revised femoral stem and replaced acetabular liner.